Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The black box shows deliveries interrupted on (B)(6) from 02:35 to 04:11 due to routine cartridge change. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The force sensor calibration check showed the pump is detecting the correct force. Unidentified force low observed in the black box, force sensor calibration in specification. Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was over 500 mg/dl, with drowsiness, blurred vision and extreme thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. No sudden change in force or temperature was noted and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged loss of prime issue of unknown causes.